Manufacturer narrative:
Conclusion:damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also an accident or trauma might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient no longer has any hearing sensation. No trauma reported. An x-ray shows the electrode and device in place. The patient has been re-implanted.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. A date for explantation surgery has not been fixed yet.

Event description:
Additional information: re-implantation is considered but has not been scheduled yet.

Event description:
The patient has no more hearing sensation. No trauma reported. An x-ray shows the electrode and device in place.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.